Event description:
Serious injury involving one person on 11/26/96, pt reported a red, painful right eye. Dr diagnosed corneal ulcer and administered ciloxan and tobradex. Lens model/water content focus visitint/55%, eye involved, od, refraction: myopia; total duration of use (months); 24; number of days lens worn;1; last visit to practitioner prior to symptoms; 3 months ago; type of lens care system used; chemical; name of disinfecting system used; homemade saline used; no. Number of days worn between cleaning & disinfecting; 1. Days between cleaning & symptoms; 1. Days between symptoms & calling dr; 1 1/2. Self treatment by pt; no. Hand washing before manipulation; unk. Ulcer location; 10 o'clock. Visual acuity before symptoms; 20/20. Visual acuity after symptoms; 20/20. Results of culture; no culture done. Results of corneal biopsy and/or scrapings; unk. Diagnosis; corneal ulcer. Treatment administered; ciloxan & tobradex.

Manufacturer narrative:
Section d, #9: should read 'yes'. Section h, #3: should read 'yes'. Four lenses returned for evaluation for parameters, optics, surfaces & edges. No defects found. All four lenses are within specifications.